Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. No harm requiring medical intervention was reported. Mmt-1780kl was requested and the device was returned.

Manufacturer narrative:
P-cap locked into place properly during testing. Unit passed the following tests: displacement test, rewind test, prime/seating test, occlusion test, sleep current measurement, active current measurement and self test. Unit's screen functioned properly. No cracks or missing segments noted on screen. Unit's history files and traces successfully downloaded using thus software. On adapt, pump error 53 was recorded on (B)(6) 2024 at 02:01:28.000. Pump error 53 due to software error (line # = 5632, file # = 2005). Pump was cut open to perform visual inspection and found no moisture damage. The following were noted during visual inspection: pillowing keypad overlay and scratched case in summary, customer concern for frozen screen was not confirmed. Unit passed all testing, no relevant alarms noted in download history files, and screen functioned properly. In addition, pump error 53 confirmed due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.